Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient called her physician's office and reported she had a seizure while going to through airport security, felt it might have been from device. The health care office is waiting for patient to follow up with them. The issue was reported as unknown if resolved. Indications for use for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.